Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient notifier could not be felt by the patient after inductive telemetry. The device remains implanted. The patient was scheduled for an acute follow up.

Manufacturer narrative:
The device was found to be within estimated longevity. The patient notifier was seen to not function. The field event was confirmed and the cause was found to be a patient notifier anomaly.

Event description:
New information received states that the device was explanted on (B)(6) 2017 due to it reaching eri, not related to previously reported event.